Event description:
The reporter contacted animas to report that the keypad buttons were intermittently activating the desired pump functions. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be peeling on the right side. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The evaluation revealed that all of the keypad buttons were intermittently responsive. There was evidence of adhesive found under all key contacts. Unrelated to the complaint, evaluation revealed a scratched display lens and a damaged battery cap, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.